Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 8 months post implant of this pulmonary valved conduit in a pediatric patient, the branches of the conduit were found to be "flow-limiting". At this time, angioplasty was performed on two collateral vessels due to proximal stenosis. 1 year and 9 months post implant, stable, severe, dilatation of the hood of the conduit was identified. No interventions were performed on the conduit. Ultimately, 2 years and 9 months post implant, the 12mm conduit was explanted and replaced with a 16mm conduit of the same model. The explanted conduit had an internal diameter of 9mm. No additional adverse patient effects were reported.